Event description:
It was reported that the handpiece began overheating during an extraction procedure. There was no reported pt or user injury, and the procedure was completed successfully with the same device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but the reported condition of the device overheating during usage could not be confirmed. Based on the initial investigation details, a possible cause for some overheating was a bad bearing or some corrosion.